Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was also noted that the leads were slightly migrated. The patient underwent an explant procedure. No device malfunction was suspected. All explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7086651/7086761.